Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 10-dec-2025. Visual inspection and microscopic examination were performed of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Additionally, it was observed that the dilator was bent. Microscopic examination of the hemostatic valve was broken and the surface showed stress marks on the outer diameter, suggestive that excessive force manipulation was applied. This failure mode could be related to the issue reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The resistance issue and dilator damage reported by the customer were confirmed. The potential cause of the hemostatic valve damage and bent dilator could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: separation problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿resistance¿ issue. In addition, biosense webster inc. Analysis finding of the ¿dislodged hemostatic valve¿. -investigation findings: separation problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿resistance¿ issue. In addition, biosense webster inc. Analysis finding of the ¿hemostatic valve broken¿. -investigation findings: stress problem identified (c0706) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: guide (g04061) were selected as related to the customer¿s reported ¿dilator bent¿ issue. In addition, biosense webster inc. Analysis finding of the ¿dilator bent¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified a dislodged hemostatic valve. Felt a lot of resistance when pushing in the dilator and ultimately, it bent. Event occurred during the procedure. The biosense webster representative was not in the procedure. Ultimately a new catheter was taken. No patient impact. The procedure was delayed by a total of 10 minutes. Additional information was received on 09-dec-2025. The resistance was between devices. The resistance resulted in damage to the sheath. There was resistance with the sheath when they were trying to put the dilator into the sheath. The resistance did not result in any damage to the dilator. The dilator was able to move within the sheath. The resistance resulted in high force to move the dilator in. The dilator was stuck in the sheath due to high resistance. Additional information was received on 26-jan-2026. The dilator was bent due to applying high force trying to insert the dilator. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2026 the hemostatic valve was dislodged inside of the hub component. Additionally, it was observed that the dilator was bent. The event was originally considered non-reportable, however, bwi became aware of the dislodged hemostatic valve on (B)(6) 2026 and have assessed this returned condition as reportable.